Manufacturer narrative:
(B)(4). Date of actual reported event is unknown. (B)(4). The service technician was unable to duplicate the reported issue, ¿unit turn off by itself¿. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed a 70 hour extended test using the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The internal inspection did not reveal any abnormalities with the ventilator. A review of the event trace revealed a continuous reset cycle of ¿ln vent1¿ errors on (B)(4) 2015 due to ¿bat low1¿ and ¿bat mpt1¿ conditions, which describes a shut down event due to an improperly charged battery. All other event trace entries were consistent with normal ventilator operation.

Event description:
The customer reported that the ventilator turned off in the middle of the night while on the patient. The customer heard the alarm and tried several times to turn it back on but the ventilator would not work. The patient was taken off of the ventilator and is normally off of the ventilator during the day, so she left the ventilator off for the rest of the night. No allegation of patient harm or injury was reported.